Event description:
Endotracheal tube of a pt being suctioned with closed suction system. Entire length of suction tube broke off in endotracheal tube. Pt became bradycardic; resolved with removal of broken suction catheter and manual ventilation. No permeanent injury to pt.